Manufacturer narrative:
Intuitive followed up and obtained additional information. Issue occurred when surgeon attempted to clamp on a vessel or tissue bundle. It would not close the clip to clamp it on the vessel. Hem-o-lok medium-large non-absorbable polymar ligating clips #544230 were used. Medium-large size was used. The clip went around the vessel it would just not close with the 1st clip applier that they tried to use. They opened another clip applier which was the same exact same size and it worked correctly. This was the first time the surgeon tried to use this clip applier during this case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Root cause is attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing the clips. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.